Event description:
On (B)(6) 2011, pt reported that she experienced severe hypoglycemia that required hospitalization on (B)(6) 2011. Pt's blood glucose was 100 mg/dl before she went to bed on (B)(6) 2011. Her target blood glucose is 115-120 mg/dl. Pt's son found her the next morning "passed out" and called the ambulance. She was transported to the hospital, and her blood glucose was 19-20 mg/dl when she arrived. She was admitted to the hospital for 1 day and does not know what type of treatment was given. Pt continued to use the infusion device with no further issues. She reported her blood glucose "tends to drop rapidly" when it is below 100 mg/dl, and she believes this is due to her pancreas being removed. No allegations were made against the infusion device. No product was requested for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.